Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during the initial drain on the home choice (hc). The technical service representative (tsr) explained the message to the caregiver (cg) and instructed the cg to cycle the machine. The tsr informed the cg to start over using new supplies. Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) started over with new supplies and resumed therapy without problems. Ps explained the alarm and advised the cg to let the peritoneal dialysis nurse (pdrn) know about the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. No use error was suspected therefore no label review was required. The batch review was performed on the associated lot (h11c20066) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).